Event description:
N/a

Manufacturer narrative:
Corrected fields d4 (UDI). A getinge field service engineer (fse) reported that they were able to confirm the issue, and also found a power management board related malfunction. The fse replaced the battery and power management board. The unit passed all functional and safety tests.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) unit was not in use, placed in the warehouse, not powered, the alarm sounded automatically. Then the department staff unplugged the two batteries by themselves and the alarm was eliminated. There was no patient involved.